Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post implant, the implantable cardiac monitor (icm) experienced undersensing resulting in pause detection. The icm remains in use. No patient complications have been reported as a result of this event.